Event description:
Additional information was received that reported the patient was seen about 2 weeks ago for a urinary tract infection (uti). The uti was all cleared up with treatment. A follow up appointment was scheduled in about a month. The patient currently had no issues. If additional information is received, a follow up report will be sent.

Event description:
It was reported that the patient experienced an infection during the trial period. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).